Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pace impedance measurements and increased pacing threshold measurements. The rise in impedance measurements was sudden over about a week. It was also noted that there was noise observed with the right atrial (ra) lead. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the electrophysiologist believed the patient's anatomy was crushing the rv lead, however no diagnostic testing was done to confirm this. The source of the ra lead noise was not determined. The plan is to eventually extract and replace the system. No adverse patient effects were reported.